Event description:
It was reported that this inflatable penile prosthesis (ipp) would not stay inflated during use. The issue was reported during a routine follow-up appointment. The physician cycled the device in-office and discussed the pressure release mechanism. Replacement of the pump is being considered. There were no patient complications reported.

Manufacturer narrative:
Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not stay inflated during use. The issue was reported during a routine follow-up appointment. The physician cycled the device in-office and discussed the pressure release mechanism. Replacement of the pump is being considered. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not stay inflated during use. The issue was reported during a routine follow-up appointment. The physician cycled the device in-office and discussed the pressure release mechanism. Replacement of the pump is being considered. There were no patient complications reported.